Event description:
A customer in (B)(6) notified biomérieux of a qcv failure for position a1 in association with their mini vidas® instrument (ref (B)(4), serial (B)(4)) and a false negative hcv result. This customer uses the mini vidas to perform confirmatory testing after obtaining results using a different primary method. The customer obtained a false negative hcv result for a sample that was found to be positive using the customer's primary method (test method not disclosed). The customer stated that the false negative result was not reported to the physician as they suspected a problem in section a1. The sample was reanalyzed in a different position using the mini vidas and confirmed the positive result obtained by the customer's primary method. A field service engineer (fse) visited the customer's site and inspected the instrument. The fse performed a verification of the channels of section a, which presented considerable physical blockages. The first 4 channels were blocked. Channels 5 and 6 did not present any problems. All channels were cleaned with pump cleaner. Tests were performed with pump tester, which presented values within the expected. A qcv test was run in section a, where values were presented as expected, making it possible to release section a for routine use. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in brazil regarding a qcv failure for position a1 in association with their mini vidas® instrument (ref 410416, serial (B)(6)) and a false negative hcv result. The customer uses the mini vidas to perform confirmatory testing after obtaining results using a different primary method. A qcv failure is not an abnormal behavior. A failure means that the qcv played its role as a functional control. This control is meant to detect residual risks that are rare and sudden. Those risks are already present and accepted into the mini vidas® system risk analysis. A field service engineer (fse) was sent to the customer to investigate. A seals visual inspection (checking for unstuck dot, crystallization, misplaced or glued dots, debris, fibers, aluminum particles) was performed. The root cause of the qcv issue was that section a presented considerable physical blockages. The first four (4) channels were blocked. All channels were cleaned with pump cleaner. Tests were performed with pump tester, which presented values within the expected range. A qcv test was run in section a, where values were presented as expected, making it possible to release section a for routine use. The customer confirmed that no results have been released from section a, position a1 since the qcv failure. Note: a biomerieux fse reported from the last preventive maintenance in february 2020that channel clogging was observed. It was stated that sometimes the customer forgets the cone or cap on the equipment containing the sample and it can evaporate and clog.